Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Gehc's investigation is ongoing.

Event description:
It was reported to gehc that a patient was sent to another facility to address internal bleeding due to an injury from a biopsy needle (kitazato 19g, 350mm aspiration needle) while performing an oocyte retrieval with visualization using a voluson s8 and an ic9-rs ultrasound probe. The injury occurred when the user was unable to visualize the biopsy needle and they proceeded with the egg retrieval and damaged a follicle and/or vessel of a female patient.

Manufacturer narrative:
Gehc evaluated the returned system and probe, and concluded neither device malfunctioned. Further review with the customer and gehc applications identified that the user created customized imaging presets to use for the biopsy procedure, and when the needle disappeared from view they continued with the biopsy procedure and accidentally punctured a vessel. Further evaluation of the complaint file and found two injuries over a three year timeframe, and the root cause of these two issues was also accidental puncture of a vessel with no system or probe malfunction. The risk evaluation concluded proper mitigations are in place. No further action is being performed.